Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubble dso seal and scratched lcd lens. The tamper seal was not removed. There was no evidence to review in the device's event history log. A visual inspection was performed as part of the functional test and the reported issue was duplicated. The reported issue was confirmed during inspection. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion seal. No patient injury was reported.